Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl for two months due to no delivery alarms and infusion set. Customer reported of previously being hospitalized due to diabetic ketoacidosis and was treated with insulin IV drip. Customer states that hospitalization information was previously reported. Customer declined troubleshooting.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.